Event description:
During use of the device for a cardiopulmonary bypass procedure, the user reported that the fio2 display went blank. The central control monitor went from 70% to 100% even though no changes were made on the central control monitor slider or manual control knob. The arterial blood in the cardiopulmonary bypass circuit was dark. The sv02 of the pt dropped to the 40's (%) and the cerebral saturations dropped to the 50's (%). A portable oxygen tank was quickly connected to the oxygenator gas line and the blood became bright red. There was a two-minute delay during this time. The perfusionist reported that he heard and felt a back pressure when switching to the portable oxygen tank. The low oxygen period lasted about 30 seconds. The pt's arterial and venous saturations and the cerebral saturations returned to baseline levels. The user successfully re-calibrated the gas system and returned the gas line to the system 1 epgs system. The gas system worked well for the remainder of the procedure. The pt was weaned from cardiopulmonary bypass without difficulty, and the case was completed successfully. There were no adverse consequences to the pt as a result of this event.